Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7081480/7082352.

Event description:
It was reported that the patient was having difficulty charging the ipg and experiencing inadequate stimulation. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted ipg was retained to the facility.